Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After some time of not using the device the user had a fitting appointment after he decided he wanted to start using it again. When he put on the audio processor he was not able to hear. Re-implantation is considered.

Manufacturer narrative:
According to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
After some time of not using the device the recipient had a fitting appointment after he decided he wanted to start using it again. When he put on the audio processor he was not able to hear. There was no report of any trauma or any redness at the implant site. Re-implantation is considered but no date has been set yet.